Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap and no blank display during our testing. No damage found on the lcd isolation tape noted also, the insulin pump had normal operating currents. However, the insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage was found on the lcd board, mother board, interface board, radio frequency board, motor, vibrator and battery tube assembly during our visual inspection. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing the end cap sticker.

Event description:
The customer's wife reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer's wife stated that patient fell in the pool. Customer stated the pump display went blank immediately after exposure to moisture. The customer's wife was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.